Event description:
On 2/8/94, rptr awoke with a swollen right breast. It felt tender, painful, streteched and hard. The veins under the skin were very pronounced. She was examined by two plastic surgeons and treated with bactrim for possible infection. She had a low grade temperature of 99.5 degrees f. Ultrasound and MRI revealed fluid in the breast of unknown type or origin. Surgery for draining or explantation may need to be performed.